Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because some event details were incorrect in the initial report. The additional event details are found in the report.

Event description:
It was not concluded that the issue was reservoir failure. The customer reported that the tubing was split and was leaking. The customer was treated with manual injection and a set change.

Event description:
It is reported that the patient experienced a high blood glucose level. Level gets as high as 500 mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. We concluded it was due to the reservoir failure. The device is not being returned. No further information available.